Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a pulse generator changeout. The physician attempted to remove set screw, he could not get the wrench to engage. The physician then removed the septum from the device, the set screw was then successfully removed. The device was explanted and replaced, the patient was doing fine post procedure.